Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported an issue involving admit/discharge/transfer problems and the device getting "stuck" occurring after january 1 2018. There was no patient incident.